Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her daughter's insulin pump alarmed battery test failure and battery test error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 103 mg/dl at the time of incident. Troubleshooting was done for battery but customer did not have a new battery to try. Customer indicated that once a new battery is received, she will call back to further troubleshoot. No further information was provided.